Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had broken adhesive on the bending section cover. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the jet tube had a whitish foreign material inside. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the insulation resistance value at the distal end did not meet the standard value due to damage on bending section cover. In addition, the device evaluation found the following; the scope cover packing had wear and water tightness was lost; the flexibility adjustment ring, the grip, upward/downward and right/left knobs; the switch box, the scope connector case unit, the plug unit, and the objective lens all had a scratches; the scope connector cover unit had corrosion due to water leakage; the label on the suction connector was damaged; the bending angle, in the up direction, did not meet the standard value due to wear; the light guide lens had a crack and chip; the bending tube was deformed; the connecting tube was snaking and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained since reprocessing was not conducted properly due to leakage from scope cover. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.